Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient order was not crossing over the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the patient is not crossing over. The technical support specialist (tss) called the number provided and spoke with user in the inpatient pharmacy. Customer aware of the issue and discovered that the patient had been admitted for a future date. Once that time had passed, the patient became visible again on the station. The system functioned as intended after technical support specialist investigated the issue.